Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73f1900480 was manufactured on 06/18/2019 a total of (B)(4) pieces. Lot was released on 07/03/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A clip with a broken hook was partially loaded incorrectly into the jaws. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly as it became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The second feeder tab was bent due to the clip stacking. The sample was received with 8 clips remaining in the channel including the partially loaded clip, indicating that 7 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, as observed in this sample. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "clip breaks in the applier" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A clip with a broken hook was partially loaded incorrectly into the jaws. Upon functional inspection, the next clip became stuck in the bent rotation tab. The sample was disassembled and it was found that the clips were out of position and stacking on one another. The second feeder tab was bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that clip breaks in the applier.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clip breaks in the applier.